Manufacturer narrative:
Implant date is unknown. Gtin#: (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
The physician stated that ¿he believes there was an issue with the smart control, iliac stent (6x40ml) causing it to travel down the superficial femoral artery (sfa). There was no adverse event associated with the use of this device. The patient is stable. There was no difficulty encountered while advancing/tracking the sds towards the lesion.  There was no unusual force used at any time during the procedure. It is unknown if the lesion was post-dilated after stent implantation. The target lesion treated was the right superficial femoral artery (sfa). The lesion was 40-50% stenosed. The lesion was not calcified and there was no vessel tortuosity. There was complete wall apposition on all sides post deployment. Procedural films are not available.

Manufacturer narrative:
The following of this MDR report have been updated: date received by MFR, if follow-up, what type? And device evaluated by MFR?. Complaint conclusion: the physician stated that he believes there was an issue with the smart control, iliac stent (6 x 40 mm) causing it to travel down the superficial femoral artery (sfa). There was no adverse event associated with the use of this device. The patient is stable. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure.  It is unknown if the lesion was post-dilated after stent implantation. The target lesion treated was the right superficial femoral artery (sfa). The lesion was 40-50% stenosed. The lesion was not calcified and there was no vessel tortuosity. There was complete wall apposition on all sides post deployment.  The product was not returned for analysis. A device history record (DHR) review of lot 17477184 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent migrated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 40 to 50% stenosis may have contributed to the reported event. Procedure films were requested but not made available. According to the instructions for use ¿do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Introduction of stent delivery system a. Ensure locking pin is still in place. B. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an introducer sheath for the implant procedure, to protect puncture site. An introducer sheath of a 6f (2.0 mm) or larger size is recommended. Slack removal a. Advance the stent delivery system past the stricture site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. C. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Stent deployment a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. B. Ensure that the introducer sheath does not move during deployment.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.